Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found no telemetry during interrogation. The battery was at end-of-life (eol) level. This was due to normal battery depletion. After replacing the battery, normal function ens ued.